Event description:
It was reported that the user experienced a blood glucose of 70 mg/dl before breakfast, proceeded to eat, and sought guidance on whether to announce the meal while using the ilet system; the event involved user behavior and technique rather than a device malfunction, with relevance to the user interface and proper meal announcement procedure. Symptoms included no clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, specifically the timing of the meal announcement via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.